Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was an invalid syringe size alarm in the event history log (ehl). Multiple flow and occlusion tests were performed. The customer reported product problem was not replicated during testing. The size calibration was found to be with factory specifications. The customer reported product problem was verified on the basis of the ehl. The problem source of the reported product problem was unknown. A root cause was not established. The size pot on the pump was replaced as a preventive measure.

Event description:
It was reported that the medfusion pump exhibited an invalid syringe size alarm. No patient injury or complications were reported in relation to this event.